Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up # 1 [date of submission 05/15/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred, which was duplicated during evaluation. The force sensor was found to be reading low force. Unrelated to the event moisture and corrosion was observed inside the battery compartment. Additionally the display was found to be blank and the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts.